Event description:
It was reported that this pacemaker device exhibited a premature battery depletion. At a recent follow up appointment, the remaining estimated battery longevity was 1 year 5 months. The physician suspects device to be damaged. A request was made to have data from this device analyzed. Rhythmcare reviewed device data, confirming a premature battery depletion (pbd) and recommended device replacement in the near future. The device remains implanted. No adverse patient effects were reported. New information was provided indicating that this device was surgically explanted. Besides surgical intervention, no adverse patient effects were reported. The explanted device has been received and is currently undergoing analysis. Once analysis is complete, the final report will be submitted.

Manufacturer narrative:
This report is being submitted to update a1 (patient identifier) b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (describe event or problem), d6b (explant date), d8 (device avail for evaluation), d9 (returned to manufacturer date), h1 (type of reportable event), h2 ( follow-up, what type) h6 (impact codes), h7 (remedial act, type).

Manufacturer narrative:
This report is being submitted to update sections d8 (device avail for evaluation), d9 (returned to manufacturer date),, h2 ( follow-up, what type) h6 (impact codes), h7 (remedial act, type), h11 MFR narrative. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations.

Event description:
It was reported that this pacemaker device exhibited a premature battery depletion. At a recent follow up appointment, the remaining estimated battery longevity was 1 year 5 months. The physician suspects device to be damaged. A request was made to have data from this device analyzed. Rhythmcare reviewed device data, confirming a premature battery depletion (pbd) and recommended device replacement in the near future. The device remains implanted. No adverse patient effects were reported. New information was provided indicating that this device was surgically explanted. Besides surgical intervention, no adverse patient effects were reported. The explanted device has been received and is currently undergoing analysis. Once analysis is complete, the final report will be submitted. Product analysis complete.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device exhibited a premature battery depletion. At a recent follow up appointment, the remaining estimated battery longevity was 1 year 5 months. The physician suspects device to be damaged. A request was made to have data from this device analyzed. Rhythmcare reviewed device data, confirming a premature battery depletion (pbd) and recommended device replacement in the near future. The device remains implanted. No adverse patient effects were reported.